Manufacturer narrative:
Other applicable components are: product ID: 3389-40, product type: lead, product ID: neu_unknown_ext, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient did not experience any symptoms related to the event. The cause of the high impedances was not determined and the patient did not experience any falls or trauma. The amplitude of stimulation was adjusted and the patient was receiving effective therapy. No additional troubleshooting was done or planned. No further patient complications were anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured. All electrodes were measured to be between 3000 - 5000 ohms. The implantable neurostimulator (ins) was programmed to use electrode 3 in order to maintain therapeutic effect. The patient currently felt fine. The cause of the high impedances was not determined. No actions or interventions were taken or planned. The issue was not resolved. The patient was alive with no injury.